Event description:
Breast implants are causing serious illness and side effects, since 2018. Had partial mastectomy on right for cancer and lift on left for symmetry in "2016/2017" now implants might or are recalled. But I have been experiencing extreme pain and the feeling like they're leaking and they're slipping, they are part of the textured gel filled recall. FDA safety report ID # (B)(4).